Event description:
Rptr has had problems for approx 1 yr with runny nose and sneezing while working at the hosp. Her position is IV therapist nurse and same day surgery nurse. Allergy symptoms have become worse. Recently, on 4/24/94, she started an IV on a pt and without washing her hands her rt eye became irrited. She began to rub her eyes/ o,,edoate;u jer eue beca,e red. Swp;;em amd veru orrotated. She had to seek medical treatment. She was given a steroid eye ointment without having her eye irrigated with 500 cc ns with the use of a morgan lens. She has had her eyes become irritated at work before but it was short lived.